Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "keypad not working" which was reproduced as the "5" key was found to be inoperable and the device produced an automatic output when all other keys were pressed. The reported "keypad not working" were verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "keypad not working". There was no known patient injury or medical intervention associated with this event. No additional information is available.